Event description:
It was reported that the patient with this pacemaker device was admitted to the emergency department following syncopal episodes. The patient was dependent on this pacemaker system. Upon telemetry monitoring, it was observed that the pacemaker was not pacing in its normal mode and attempts to interrogate the device were unsuccessful. It was suspected that this device had entered safety mode and experienced rapid battery depletion. Subsequently this device was explanted and successfully replaced. No additional adverse patient effects were reported. The device is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.